Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. The consumer performed a blood glucose test at 3:17pm getting a result of 249 mg/dl. According to the consumer's spouse, "...felt that the consumer seemed extremely disoriented and called 911". When the emts arrived, they performed three consecutive tests getting the following results of 52 mg/dl, 59 mg/dl and 67 mg/dl. The emts treated the consumer with "glucose gel". They felt he consumer's blood glucose was rising and did not need to be transported to the hospital. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed that the consumer removes his test strips from the vial into carrying case, which may contributed to the loss of integrity of the test strips. While on the phone, a control solution could not be performed because the consumer did not have any control solution.

Manufacturer narrative:
The meter will be returned for eval. The test strips were discarded by the consumer. Test strip lot # unk. Control solution lot # none. Nova max test strip insert. Qc checking the system control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.